Manufacturer narrative:
The initial MDR 2517506-2018-00224 was filed on 30-mar-2018. Additional information (07-mar-2018): a siemens customer service engineer (cse) had initially visited the customer site on 07-mar-2018. After analyzing the instrument, the cse installed a new sampler level sense cable/conduit and sample tubing. The cse then replaced the sample arm as there were signs of leakage around the sampler transducer. The cse also replaced the reagent 2 probe as it was over 35000 counts. The cse completed alignments and ran system check and the customer ran quality controls. During the follow-up visit on (B)(6) 2018 and as depicted in h10 of the initial MDR, the cse suggested that the customer recalibrates creatine kinase and reruns quality control. The customer followed this recommendation and quality control resulted acceptable.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Upon the ccc specialist's recommendations, the customer replaced and aligned the sample probe and performed precision testing. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse installed and aligned a new photometric sample handler and ran precision testing, which were acceptable. The cse also ran system check and quality control and found that level 2 quality control for potassium was high. The cse recalibrated the integrated multi-sensor technology module and reran quality control, which was acceptable. The cse determined that creatine kinase level 2 quality control was high and suggested that the customer performs recalibration. The cause of the issue was attributed to sampler. There have been no further incidences. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low lipase (lipl) result was obtained on one patient sample on a dimension exl 200 instrument. The initial result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting higher each time. The first repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low lipl result.